Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no manufacturer record evaluation could be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and an ngen generator and the patient experienced atrioesphageal fistula that resulted in death. A death of a patient following a complication of an af ablation was reported. The procedure was performed a month prior to the death, with carto3 system using a qdot catheter. The complication that occurred one month after the operation was an atrioesophageal fistula. The patient unfortunately died as a result of this serious complication. No additional information provided. The patient was treated at the (B)(6) hospital but the af ablation procedure took place at the protestant infirmary (69300 caluire-et-cuire